Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer generated results for creatinine and urea nitrogen which were questioned by the physician. A creatinine result of 1.2 mg/dl was generated with a repeat result of 6.8 mg/dl. A urea nitrogen of 23 mg/dl was generated with a repeat of 46 mg/dl.